Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt was starting to charge their implant (ins) yesterday and it started to charge with good quality and then a few minutes later they found the screen had "went black". Pt then plugged in ac power cord to controller but the screen wouldn't come back on. During call, pt took battery pack out and plugged in ac power cord and screen came on. Pt put battery pack back in and screen came on. They started a charge session and it tries to connect but then fails and says to try again. They unplugged recharger telemetry module (rtm) and plugged back in and tried to charge and get the same screen. Rtm has not been heating up lately. Pt says 2 of the pins in the port are darkened out. Emailed repair to send new controller. The issue was not resolved. An email was sent to the repair department to replace the device.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial#(B)(6) implanted: explanted: product type programmer, patient h3: analysis of the 97745 controller (serial number nld074442n) revealed the case front was cracked. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.